Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It has been confirmed that the device damage was noticed before the surgery and did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur.

Event description:
It was reported that during thr surgery, tip of the r3 liner removal tool was chipped. The issue was noticed before the procedure. The procedure was completed using a competitor device. Surgery was less than or equal to 30mins delayed. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during thr surgery, tip of the r3 liner removal tool was chipped. The device was located outside the patient at the moment of the issue. The procedure was completed using a competitor device. Surgery was less than or equal to 30mins delayed. Patient was not harmed.